Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Other relevant history: uretex sup. Urethral support system - implant date (B)(6) 2004. Per case review, the patient underwent the mesh implantation for dysfunctional uterine bleeding with uterine prolapse, stress urinary incontinence. The patient experienced pain, urinary problems, bowel problems, dyspareunia. In (B)(6) 2005, the patient underwent revision surgery. After the revision surgery, the patient experienced cystocele and grade 2 urethrocele. Reason for mesh implantation: dysfunctional uterine bleeding with uterine prolapse, stress urinary incontinence. Procedure performed: total vaginal hysterectomy, cystoscopy, pubo-vaginal sling utilizing uretex mesh sling. Complication post uretex placement: (B)(6) 2005: presents with the chief complaint of symptomatic rectocele, moderate cystocele, moderate rectocele and large hymenal remnant. The patient is scheduled for anterior and posterior colporrhaphy with excision of hymenal remnant (indirect information captured from the operative report dated on (B)(6) 2005). Condition post interventional surgery: (B)(6) 2006: bladder does not empty completely. It is very difficult for her to empty her bladder - reports very little leakage - she tried a pessary (corresponding records are not available), but it hurt her badly - on examination she has a post void residual of 180 ml, which confirms urinary retention; the apex of the vagina is a stricture that is painful - she has a cystocele and a grade 2 urethrocele ¿ planned for cystocele repair with anterior, plastic repair of the urethra, release of adhesions of her vagina. Complications post additional implant (avaulta and pelvitex) surgery: (B)(6) 2006: patient had bladder spasms, inability to void - straight catheter done a couple of hours ago and she had 1000 ml out of clear urine, tried to void again without success. (Further medical records are not available to know the progress of the patient).